Manufacturer narrative:
Per the customer, the sample appeared "cloudy", so the operator re-centrifuged the sample prior to repeating the test. Qc data has not been provided to date. System check data has not been supplied to date. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results within the risk stratification range for one patient that were generated by the access 2 immunoassay system. Repeat analysis of the sample gave a lower result still within the risk stratification range. The customer has not received a report of any injury or change in patient treatment that is associated with this event.